Manufacturer narrative:
E 1. Initial reporter facility name (cont.): of the northern theater of the chinese people's liberation army.k. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, and magnetic sensor functionality test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed reddish material inside the pebax and a hole on its surface. A magnetic sensor functionality test was performed, and the device was visualized and recognized correctly. No magnetic issues were observed. The root cause of the damage on the pebax could not be conclusively determined, but it was concluded that it occurred outside the bwi manufacturing facilities and could be related to the failure described by the customer. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device 30927976l, and no internal action was found during the review. The visualization issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch® sf uni-directional navigation catheter approved under PMA # p030031/s053. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a reddish material inside the pebax and a hole on its surface. Initially, it was reported that during the operation, the icon was waggling on the carto system screen. A second device was used to complete the operation. There was no adverse event reported on patient. The spinning icon issue was assessed as not MDR reportable. This issue is highly detectable. The most likely consequence is an intraprocedural delay.the potential risk that it could cause or contribute to a serious injury or death is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on 11-may-2023 that there was a reddish material inside the pebax and a hole on its surface. This was assessed as MDR reportable. The awareness date for this reportable lab finding is 11-may-2023.